Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited the emergency room due to high blood glucose. The customer¿s blood glucose was over 587 mg/dl. The customer was treated with the manual injection. The customer stated that they had performed the high pressure test and displacement test and both were passed. The auto mode was not active at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The troubleshooting was performed for the high blood glucose. The insulin pump will not be returned for analysis.